Event description:
It was reported that the patient presented with an l4-5 degenerative disk and per outpatient notes, she elected to undergo an l4-5 tlif and fusion. The patient underwent a l4-5 pedicle fixation on the right, right transforaminal lumbar interbody fusion, posterolateral fusion, spire plate, harvest of auto graft bone and allograft. During the procedure plif distractor setup to an 11 was used, with a 10-mm height peek cage which was 25 in length. It was tapped into place and rotated. It was very snug. The surgeon then placed the spinous processes plate in place. A 4-cm rod was placed on the right and gently compressed and the caps were torqued according to manufacturer's specifications. The surgeon decorticated the facet joint on the left and the iamina, the surgeon then placed a small spire plate between the 4 and 5 spinous processes, compressed and torqued the set screwoff according to manufacturer's specifications. The surgeon further decorticated 4 and 5 posterior and posterolateral, used the facet bone which he had harvested from the patient as well as allograft bone and placed it with bmp for fusion. It should also be noted that bmp was placed in the peek spacer in the interbody space. At an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.